Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to intermittent noise. This lead was successfully replaced. No additional adverse patient effects were reported.